Event description:
Image review 3 sets of images were received for review for the index procedure of (B)(6) 2012 and the 2 follow up procedures in sept and (B)(6) 2012. Distal lcx dissection can be confirmed in images after the deployment of the stent in the proximal lcx. Communications from the account indicated that this was a non-medtronic stent. No images were provided showing the attempted unsuccessful delivery of the integrity stent or it's retraction out of the vessel through the guide catheter. Images show the presence of an undeployed stent in the left main vessel.

Event description:
The physician was attempting to implant an integrity rapid exchange bare metal stent in the circumflex artery which was reported to exhibit 80-90% stenosis and mild calcification. The integrity was unable to cross the lesion. Upon withdrawal of the device it was noticed that the stent was missing from the balloon. The physician concluded that the stent remained in the guide catheter. Approximately 4 months post the index procedure the patient was treated at another facility and integrity stent was visualized in the left main / circumflex. The following month during a subsequent procedure the integrity was crushed into the wall with another stent. Patient is reported to be fine.

Manufacturer narrative:
Evaluation results: failure to deliver the stent and stent embolization. Device not provided for review. (B)(4).